Manufacturer narrative:
The lot number for this guidewire is not known. The site reported two numbers because it was not known which wire was related to this event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician was performing a drainage procedure in the sacrum and obtained access with a needle. The physician advanced the nitrex wire and when attempting to retract the wire to reposition, part of the gold tungsten tip remained in the tissue. Additional information received from the physician was received: during CT guided drainage catheter placement into a post-operative fluid collection, the tip of the nitrex guidewire was dislodged in the patient. The collection was pre sacral in location. The patient needed extensive tumor resection with 50+ surgical clips. The collection was accessed with a 21 gauge echo tip needle. The nitrex wire passed easily and the needle was removed. A micropuncture catheter set was advanced over the wire but the wire could not be withdrawn. Had to pull hard and the nitrex wire tip was dislodged in the patient. The patient doing fine. No issues.